Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance was high and out of range. Programming changes were made to the rv lead. The patient was in stable condition.